Manufacturer narrative:
The reported field event of communication failure was confirmed by analysis, but premature battery depletion could not be confirmed. A longevity calculation was performed using default settings and showed that the battery depletion was normal. Furthermore, no sources of high current were noted. The device's functionality was bench tested, including telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier and no anomalies were detected.

Event description:
During a follow-up, the device could not be interrogated due to being at end of life (eol). Premature battery depletion was alleged. The device was explanted and replaced, and the patient was stable with no consequences.